Event description:
The customer reported that insulin was leaking while setting up her infusion set. No further info was provided.

Manufacturer narrative:
Inspected two opened and used reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per specifications. No leakage anomalies were observed during analysis. Checked o-rings for defects and none were found. Reservoirs connected and locked in place properly.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.